Manufacturer narrative:
Additional narrative: placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a procedure on (B)(6) 2013, the shaft of the curved pelvic osteotome broke off. The instrument was recovered. Surgery was successfully completed using another instrument. There was no patient injury. This is report 1 of 1 for complaint (B)(4).

Event description:
On (B)(6) 2013, the operating surgeon performed a periacetabular osteotomy. Upon successfully completing the operation, the surgeon noticed an aluminum cotter pin type object on intraoperative x-ray images. Upon examining all devices used during the procedure, the staff determined the aluminum object had broken free from a synthes curved, forked pelvic osteotome. The object was successfully recovered from the patient. The surgeon confirmed by x-ray that no other foreign objects remained in the patient. The surgeon was satisfied with osteotomies and determined that acetabular fragment was sufficiently fixed with 4.5mm cortex screws. The surgeon then closed the wound. No harm was caused to the patient, and no delay in surgery occurred due to the broken osteotome. Outcome was successful. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.